Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a new ICD implant procedure, high, out of range high voltage lead impedance was observed in the rv-can configuration. The svc-can displayed no measurements. The connection was confirmed to be secure. The device was replaced and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of high impedance was confirmed in the laboratory. The device was tested on the bench and the cause of the high impedance was found to be an anomalous transistor.